Event description:
It was reported that patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure for a non rechargeable and a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.